Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, 1 additional implanted mitraclip the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported slda appears to be related to patient morphology/pathology, as the restricted posterior leaflet likely contributed to the event. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report that after deployment, the clip detached from one leaflet and remained attached to the other leaflet, and was attempted to be treated with an additional clip for stabilization. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The first clip was implanted at a2/p2, reducing the mr to 2. The second clip was implanted medial to the first; however, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The third clip delivery system (cds) was advanced for stabilization of the slda clip, but grasping was very difficult due to the restricted posterior leaflet. The cds was removed with the clip. Two clips were implanted, reducing the mr to 2. The patient was stable throughout the procedure and there was no clinically significant delay in the procedure. No additional information was provided.